Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 348 mg/dl. The customer had symptoms such a feeling sick and treated with manual injection. Customer's blood glucose value was 99 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer declined to check if the device settings were correct. The insulin pump failed the high pressure test. Customer also reported that the insulin pump had a keypad anomaly and the act button was hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08775 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. During the occlusion test, the unit recognized the water filled reservoir and infusion set that was installed in the reservoir compartment. The unit was then programmed with a 2.0 unit fill cannula delivery. The unit delivered the 2.0 units properly with water exiting the infusion set. No prime anomaly, bolus anomaly or basal anomaly noted. No button error alarm noted during testing. Unit had intermittent button response on the express bolus, act, esc, up arrow and down arrow buttons due to moisture damage on the keypad traces. Unit had minor scratched display window and cracked reservoir tube lip.